Manufacturer narrative:
Event date: exact date unknown, event occurred years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator system was not working and was not getting pain relief. The patient underwent an explant procedure. The explanted ipg was not returned.